Manufacturer narrative:
The field service engineer inspected system following hut service manual. The fse went over the complete power up and shut down procedure, found no violation of 21cfr 1020, and returned unit to service. The service engineer could not determine the cause of the reported continuous fluoro.

Event description:
On 12/18: customer reports during retrograde cystogram procedure (pt info no available), the system continued to fluoro when they stepped off the fluoro pedal. Staff immediately shut down the room.